Manufacturer narrative:
No photo or sample was received for the customer's complaint of separation no leak. The complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
It was reported that bd alaris smartsite low sorbing set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that while priming the filter the port where attaches to the main line broke.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed